Event description:
As of the date of this report it was stated that the healthcare provider (hcp) was seeing a patient in his office whose pump was alarming critical due to a motor stall. He tried to reset it, and then again it said motor stall occurred. It was stated that the pump was alarming two weeks ago and patient had no symptoms. The hcp was convinced that the pump was still working because "patient didn't go into withdrawal. Drug delivered via the device was fentanyl. It was added that the patient was in no distress at all. It was later reported that patient had a pump replacement. Logs showed intermittent stalls, 3 / day, and hcp had accurate residual volume and no withdrawal symptoms. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk. (B)(4).